Event description:
It was reported that during implant attempt, after the lead was fixed in the heart, adequate measurements could not be taken, including very high impedance and no egm. The analyzer cable was changed with no change in measurements. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix; full lead returned and analyzed.